Event description:
Loss of aspiration occurred during a phaco procedure. The surgeon converted to extracap and successfully removed the lens. There was some loss of vitreous requiring sutures post operative. No patient adverse effects were noted.